Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; no damage visible. A function test with adequate articles was performed together with the responsible product manager. The test has shown that the articles in question were functional as required. The complained malfunction could not be reproduced. It cannot be determined as to the cause of this occurrence. The lateral overload situation which led to the wrong position. The article was in conformance to print specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during proximal femoral nail antirotation (pfna) surgery, while drilling the guide wire 3.2 mm for blade, it went all the time too cranial in femoral neck. The surgeon inserted the guide wire freehand to assure placement in the correct location. The aiming arm was not used as there was concern the aiming arm would be bent. No additional information was reported. This is report 2 of 7 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.